Event description:
It was reported that mount fractured. While trying to remove the mount, the implant got damaged and had to be removed. Mount fractured at the body (hexagon), procedure completed placing a tsvb13 implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). /k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' One implant was returned for investigation. Visual evaluation of the as returned product identified one fractured mount hex. Additionally, one implant and one mount were also returned undamaged. The implant has signs of use, apparent bone / tissue was seen attached to the external threads. No damage identified with the additional mount returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1251812). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1251812) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture mount.' Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture mount) or product (tsvb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.